Event description:
It was reported that during a replacement surgery, the replacement generator was connected, but high impedance was occurring on the diagnostics test. The pin was re-inserted and this did not resolve this issue, and that they ran diagnostics with the test resistor and still received high impedance warning. Another generator was used and impedance values were reported to be okay. It was provided that the old generator had good impedance with the lead and the lead was expected to be fine. It was provided that a diagnostics with the test resistor showed high impedance. Additional relevant information has not been received to-date.

Event description:
The generator was received. The pulse generator was returned due to ¿product opened but not used¿. The reported allegations of ¿high impedance¿ and ¿suspected generator issue¿ were not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.